Manufacturer narrative:
With regards to this event, a vitrectomy module was received for investigation. Investigation of the returned module revealed that a particle was stuck in one of the valves of the vitrectomy module preventing the valve from functioning correctly. Based upon the nature of the particle it was determined that the particle originated from an aspiration tubing of a vitrectomy cutter. The vitrectomy module itself was released according to the release specification in q2 2016 and no issues were reported until the reported event. The root cause of the presence of the particle identified was related to the assembly of one of the vitrectomes used. Corrective actions have been implemented to prevent similar events from occurring, where trend analysis indicates that the eva surgical system is performing within anticipated rates. Therefore, no remedial actions or corrective/preventive actions will be undertaken at this moment. Complaints will be monitored to identify any significant adverse trends.

Event description:
It was reported that during procedure the cutter stopped while cutting sounds were coming from the vitrectomy module. There was no air pressure which was likely caused by the air module being blocked. Due to this event surgery was prolonged >30 minutes. No actual patient harm is reported.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during procedure the cutter stopped while cutting sounds were coming from the vitrectomy module. There was no air pressure which was likely caused by the air module being blocked. Due to this event surgery was prolonged >30 minutes. No actual patient harm is reported.